Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported failure and replaced the touch screen to resolve the malfunction. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Through follow-up communication, livanova (B)(4) learned that liquid had entered the touchscreen. A photo was provided which confirmed the issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions have been implemented for this type of issue.

Event description:
Livanova (B)(4) received a report that the touch screen of an s5 roller pump became unresponsive during a procedure. There was no report of patient injury.